Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date of the procedure. The diagnosis and indication for the index surgical procedure? Is the needle piece(s) retained in the patient? If retained, where is the needle located/in what structure? If retained, was more than half the needle retained in the patient? On what tissue was the suture used? What was the tissue condition? Did the needle break or did the needle pull off of the suture? If the needle broke, where did it break during use? Where was the needle grasped during use? What instruments were used to grasp the needle? Lot number? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a femoral popliteal procedure in 2019 and the suture was used. During the procedure, the device broke. It was reported that the patient was ok, however they did need an x-ray due to the needle not being detected by the magnet roller. There were no patient consequences reported. Additional information has been requested.